Manufacturer narrative:
A medtronic representative went to the site to test the navigation system. When connected to ac power, the supply fan did not power on. The power supply multi out was replaced and the issue resolved. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect part has been received by the manufacturer for evaluation. However, results are not available at this time. The reported issue of the localizer not connecting is referenced in MDR 1723170-2017-03263.

Event description:
A medtronic representative reported that after prepping the patient during a second attempt at a cranial resection procedure, the navigation system created error message that the localizer was disconnected. The procedure was aborted after a reported delay of less than 1 hour. The patient did not have any negative side effects as a result. The case was completed the following monday with no issues.

Manufacturer narrative:
Correction: a medtronic representative reported that the reported issue occurred during a cranial resection where the patient was awake. Therefore, the type of sedation perform varied from general anesthesia.

Manufacturer narrative:
The analysis of the suspect power supply was completed by medtronic personnel. Testing found that the power supply fan would not power on and that the direct current had normal output while all other channels did not. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
After additional review of this event it has been identified that this event meets the definition of a serious injury. If information is provided in the future, a supplemental report will be issued.